Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. However, during preparation, the motor burned out, contaminating the ivus. As a result, the procedure was not completed and was rescheduled. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6: impact codes and device codes - corrected. The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. No damages or failures on the catheter code pcba (ccp) board assembly nor on the hub connector pins. Microscopic inspection revealed that the guidewire exit port and the distal section of the tip were in good condition, and there were wrinkles around the tubing heat shrink of the drive cable. A good square image appeared in the ilab system during the image characterization testing due to no electrical issues with the device. The catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. The catheter flushed normally when the telescope was fully retracted, but strong resistance was found and just some drops could come out through the vent hole with the telescope fully advanced.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. However, during preparation, the motor burned out, contaminating the ivus. As a result, the procedure was not completed and was rescheduled. There were no patient complications.